Event description:
It was reported that pump displayed repeated cgm error 42 messages, with same error occurring three or more times on this pump. There was no reported impact to the customer¿s blood glucose level. A replacement pump was sent. Customer planned to continue using current pump until replacement arrived.